Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line connector during their pd treatment. There were alarms/warnings prior to the leak. Fluid was not discovered in the pump module area or on the external of the cassette. There was not a visible issue with the patient line and no fluid came in contact with the cycler. Upon follow up, the patient confirmed the reported fluid leak event occurred during fill 1 of treatment. Once the cycler began to fill, the patient noticed the solution bag emptying but no filling. The patient then discovered fluid leaking near the connector on the patient line. The patient does not use an adapter or extension set and there were no solution bag leaks. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient then cancelled treatment and re-setup with new supplies to complete treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line connector during their pd treatment. There were alarms/warnings prior to the leak. Fluid was not discovered in the pump module area or on the external of the cassette. There was not a visible issue with the patient line and no fluid came in contact with the cycler. Upon follow up, the patient confirmed the reported fluid leak event occurred during fill 1 of treatment. Once the cycler began to fill, the patient noticed the solution bag emptying but no filling. The patient then discovered fluid leaking near the connector on the patient line. The patient does not use an adapter or extension set and there were no solution bag leaks. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient then cancelled treatment and re-setup with new supplies to complete treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.